Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved and immediate load procedure was performed.